Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement. During the procedure, it was noted that the right ventricular lead had an insulation abrasion in the pocket area. The physician repaired the lead with medical adhesive and placed a suture sleeve on the area. Patient was asymptomatic and was stable post procedure.